Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, an email was received from an eye care professional (ecp). The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the UK. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), was initially diagnosed with hsv keratitis and treated with steroids. The pt was referred to the hospital on (B)(6)2014 experiencing slight pain, redness and blurred vision os where the pt was diagnosed with acanthamoeba keratitis. The pt reported wearing acuvue® oasys® brand contact lenses. The ecp reported there were no extenuating circumstances. The pt was treated with antiamoebics for 9 months and topical steroids after being diagnosed. The pt subsequently developed glaucoma. Additional treatment included: amniotic membrane graft and tarsorrhaphy; penetrating keratoplasty and cataract extraction. Va: light perception os. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.